Manufacturer narrative:
The customer reported a failure to discharge during routine testing. The customer evaluated the device and isolated the problem to a failed paddle set. The customer did not indicate that a replacement was ordered.

Event description:
The customer reported a failure to discharge during routine testing.